Event description:
During the installation of the device at the site, the end cap was found to be missing off the cross bar. A replacement cap was sent to the customer. Since the event occurred during installation of the device, there was no patient involvement.